Event description:
The device was used during a subtotal gastrectomy procedure. Reportedly, the staple line was incomplete. The surgeon manually sutured to complete the procedure. The hosp has reported no patient injury occurred.